Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer stated that she is not able to finish manual prime. The customer stated that the pump was not been dropped or bumped. The customer stated that the drive support cap is not damaged. The customer will be sent a replacement pump.

Manufacturer narrative:
No alarm was noted and the insulin pump passed the displacement test, rewind, basic occlusion test, prime test, and occlusion test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and cracked reservoir tube.